Manufacturer narrative:
The information described in this report was collected by (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by (B)(6). Therefore, further investigation is not possible. The date of implant and events are estimated as actual dates were not provided. It is not known if this event has been previously reported.

Event description:
The patient referenced in this event file is enrolled in a (B)(6) dissection project. The purpose of this post-approval surveillance, using the (B)(6) registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the (B)(6) dissection project and the below information involves a patient treated with an endovascular gore® device. It was reported to gore via (B)(6) that on an unknown date in 2016, a patient underwent an elective repair of a symptomatic aortic dissection. The primary tear was in zone 2, extending to zone 10. The tevar indication was for pain and an aortic aneurysm. Two conformable gore® tag® thoracic endoprostheses were implanted from zone 2 to zone 4. No procedural complications were reported. The patient was in ICU for five days. The patient was discharged to home on pod 9. On pod 358, a type ib endoleak along with aneurysm greater than or equal to 5mm was discovered. No treatment was reported to gore. Further investigation was not possible as this is a double blind study and identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.